Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of lastet. After an unspecified length of time in use, it was reported that an unspecified volume of medication leaked from the bottom of the soluset. The solution that laked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was completed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.